Event description:
It was reported that stent difficulty positioning occurred. The patient underwent iliac stenting. The 85% stenosed target lesion was located in the non-calcified and non-tortuous iliac artery. An 8x60x120 epic stent was advanced for treatment. However, during deployment, the stent moved and missed the lesion and was fully opposed to the vessel wall. Another stent was deployed to cover the uncovered area and the procedure was completed. No patient complications were reported and the patient status was stable.